Event description:
A facility representative reported that following intraocular lens (iol) implant procedure, patient experienced like looking through a plastic sheet. The lens was then exchanged with unknown monofocal iol following the initial implant procedure. The clinical reason for explantation was mechanical complication, pupil was off center thus iol was off center. Additional information received stating that there was pupil irregularity. The lens was then exchanged with company different model and different diopter. In the surgeons opinion product contributed to event.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified company cartridge with a company handpiece. The company handpiece will not physically accommodate the company cartridge. This may have been reported in error. The file indicated the use of a qualified viscoelastic. However, associated products are insignificant to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 21.0 diopter add power +2.2 & 3.2 lens model was replaced with a monofocal company 20.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened and updated if new information is received. The manufacturer internal reference number is: (B)(4).